Event description:
After her initial ICD implant, within 9 months, the patient received an inappropriate ICD shock due to a lead fracture. This lead was subsequently removed 11 months later, and a second lead implanted at that time. Both of these leads were fidelis sprint medtronic leads. In follow-up, impedance measurements of the replacement lead were noted to be trending downward. Due to concerns of rv lead malfunction, a decision was made to attempt to remove her current rv lead and implant a new one.